Event description:
It was reported the patient presented in clinic for follow-up with shortness of breath, nausea, and light headedness. Upon interrogation, the link module exhibited artifacts during capture threshold testing. It was determined the leadless pacemaker (lp) exhibited high capture thresholds potentially caused by a microdislodgement found through chest x-rays. Programming changes were implemented. The patient was in stable condition.